Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): no anomalies found, however the inner tubing was kinked/buckled; full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead was attempted to be implanted but was too large to pass through the vein. Another lead was implanted. No patient complications have been reported as a result of this event.